Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the skin inflammation/irritation cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 36-year-old female patient diagnosed with newly confirmed astrocytoma grade IV initiated optune gio therapy on (B)(6) 2025. On october 09, 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient had experienced grade 1 skin toxicities related to optune gio therapy. The patient was prescribed doxycycline, which proved effective in managing the skin reaction. Additionally, localized irritation was documented on the anterior aspect of the surgical scar, measuring approximately 10 mm × 4 mm, with slight erythema. Multiple attempts were made to contact the prescribing physician for additional information; however, no response was received.